Event description:
It was reported that during the lead implant procedure the delivery catheter valve was damaged during the slitting process. The slitter reportedly became stuck in the hemostasis valve and the valve rolled up and came out of the catheter. The catheter was removed and returned for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the catheter was returned and analysis found that the mechanical operation of the catheter was damaged. Visual summary analysis of the lead indicated damage at implant.